Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images assessed but not sent for review as the patient was revised due to infection which would not be visible with x-ray, and there were no allegations against the implants. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00588000400, tibial component precoat size 4, 63543328. Unknown bearing. Unknown femoral component. Unknown femoral stem. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was sent for sonification. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03455, 0001822565 - 2019 - 03458, 0001822565 - 2019 - 03459, 0001822565 - 2019 - 03460.

Event description:
It was reported that the patient underwent an initial right knee procedure on an unknown date. Subsequently, the patient underwent a two stage revision due to infection. A cement spacer was used to complete the surgery. Attempts have been made and no further information has been provided.